Event description:
Contact reports that upon reviewing routine films of patient, surgeon noticed 3 plates in patient were broken. Hardware remains in patient, at they are asymptomatic. All three plates are catalog# 188370412. Lot codes are unknown.

Manufacturer narrative:
It was reported on (B)(6) 2012 ¿ that upon reviewing routine films of patient, surgeon noticed that 3 plates in patient were broken. Hardware remains in patient, as they are asymptomatic. Patient has c3-7 laminoplasty. Sales rep reports there is no patient demographic information available. Patient activity level is unknown but reports there was no trauma. The device was retained by the customer and is not available for evaluation. The device lot code is unknown. Medical evaluation was conducted by medical director and stated that the plates were applied in a manner that differed from that which was recommended in the technique guide. According to the technique guide, the open side (forked side) is to be placed at the medial (laminar) side, and the closed end of the plate at the lateral mass side. Additionally, according to the surgical technique, laminoplasty plates should be positioned such that the screw holes allow for screw placement in the center of the lateral mass and the thickest portion of the lamina. A review of the complaint trend analysis found no observed trends for issues of this nature. Therefore, without a product sample, we are unable to confirm the reported issue or identify the root cause. Additionally, in the absence of a product sample ¿ lot number ¿ or observed trend, this complaint will be closed with no further action required. Device not returned.

Manufacturer narrative:
The devices remain implanted as the patient is asymptomatic. A follow up medwatch report will be filed upon completion of the investigation. Devices remain implanted.